Event description:
Patient status post prodisc-c implantation approximately (B)(6) 2010 returned to surgeon complaining of pain. X-rays showed the implant is migrating. Surgeon is waiting for additional films and is not removing the hardware at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
(B)(4): placeholder.